Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. It was unknown whether the product had caused the reported failure. Received only photo. Based on the attached photos, it was observed that the catheter balloon was still inflated. However, the exact cause of how and when the problem occurred could not be determined due to only photo has provided for investigation. The potential root cause for this failure could be due to low latex viscosity causing baggy sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex". Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol.". The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter was difficult to remove. A 10ml syringe was used to remove the sterile water from the balloon and when tried to remove it, the patient had pain. The user took a 10ml syringe to check that the balloon was indeed deflated and there was no more sterile water in the balloon. The user removed the urinary catheter, and the patient experienced the pain. After removal of the urinary catheter, the user could see that the balloon remained a little inflated even though the user removed the sterile water which was used to inflate it. No medical intervention was reported. Per follow up via ibc on 02jun2022, no prior injury.